Event description:
It was reported that the patient received sustained low efficiency dialysis (sled) due to acute kidney injury (aki). The aki did not exist pre-implant. The patient was on flolan for right ventricular (rv) failure. The rv failure existed pre-implant, but worsened post-implant. A device related issue did not contribute t the right heart failure. The site of bleeding was the epistaxis. The patient had an echocardiogram on (B)(6) 2021. The ejection fraction was estimated to be 15% in the range of 10% to 15%. The patient had severely reduced left ventricular ejection fraction. The patient was tachycardic. The ejection fraction was not quantitated due to suboptimal images. The left ventricular cavity size was severely increased and the left ventricular wall thickness was normal. There was severe hypokinesis of the entire left ventricle wall. Lvad inflow cannula and outflow cannula were not well visualized the left ventricular assist device (lvad) inflow velocity was 1.94 m/sec and lvad outflow velocity was 1.28 m/sec. The pump flow was 4.8, the speed was 6000 rpm, pulsatility index was 4.2 and the power was 4.7. The left ventricle was severely enlarged and there was severely reduced global rv systolic function. The estimated (pa) pressure was 25 mmhg. There was normal pulmonary artery systolic pressure. The left ventricle diastolic filling was not assessed. The inferior vena cava was not well visualized. The patient was stable at home recovering and had routine monitoring. The device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flows was not confirmed through the analysis of the submitted log files; however, it was reported by the center that the low flows were due to bleeding-related hypovolemia. A direct correlation between the device and the reported bleeding could not be conclusively determined. Additionally, a direct correlation between the device and the reported right heart failure and renal dysfunction, as well as a specific cause for the aforementioned events, could not be conclusively determined. Review of the submitted controller event log file captured multiple pulsatility index (pi) events. Pump parameters, including flow, appeared to be within normal limits for the duration of the log file. The device operated within the set speed parameters for the duration of the log file. The file appeared to capture the pump operating as intended. There were no unusual events or alarms recorded. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) and no further related events have been reported at this time. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) lists renal dysfunction, right heart failure, and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was having new onset hypotension and decreased flows. Technical services reviewed the log file, which showed multiple pulsatility index (pi) events that occurred on (B)(6) 2020 to (B)(6) 2020. All pi events will have caused the heartmate 3 speed to drop to its low speed limit, which is currently set at 5800 rpm. The cause of the low flow events and pi events were caused by the patient's bleeding and hypovolemia. The low flow and pi events resolved by blood products being administered to the patient. There were no additional alarms following the treatment. The patient was in the hospital on a ventilator, on sustained low efficiency dialysis (sled), with right ventricular failure, and treated with flolan. The patient is on supportive care at the moment.